Event description:
Physician reported left side rupture, diagnosed by ultrasound and capsular contracture, baker grade IV. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified no openings in the device, wear abrasion and fold creases. A weight test of the device was verified and the weight of the device was within specification. Cloudy gel and voids after autoclave disinfection process. Were observed. Based on the device analysis the final assessment is no observations found related with the complaint reported by the physician.

Manufacturer narrative:
(Phone no.): (B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture" "capsular contracture, baker grade IV".

Event description:
Physician reported left side rupture, diagnosed by ultrasound and capsular contracture, baker grade IV. Device was explanted.